Event description:
Voluntary medwatch received states that the patient's right ventricular (rv) lead exhibited an increase in short ventricular to ventricular counts and unspecified oversensing. No changes or intervention were reported. The patient condition was not known.